Event description:
Hospira's product spiro has malfunctioned several times while our chemo nurses were administering chemo, causing small chemo spills. We contacted the MFR and the sales rep was able to reproduce the event. The lot numbers for the product are 88-656-yj; 88-790-2a; 87-940-r5 and 88-657-yj. We think these were the numbers that were affected. The MFR reported to us through the rep that no one else has had a problem with this device. She did indicate that there were some modifications in the past to this device, but she is unsure as to why.